Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 10 apr 2017. The review was performed from the date of manufacture to the present date 22 feb 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a dim faulty led segment recall. There was no reported patient involvement.

Manufacturer narrative:
"Describe event or problem, unique identifier (UDI), device manufacture date and imdrf annex g grid" fields are updated.

Event description:
It was reported that the device had a dim led segment. There was no reported patient involvement.